Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in united kingdom it was reported that patient experienced difficulties to remove the needle on (B)(6) 2024. Needle stick took place during disposal. No further information was available.